Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the broken pin issue could not be determined. It is possible that the event occurred due to user error, improper handling, or the application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use they discovered that the pin broke off and now they cannot snap it into the working element. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.